Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer had been experiencing ongoing low blood glucose (bg) levels (25-80 mg/dl). Paramedics were called and treated the customer with glucose and food. The customer was not brought to the hospital. The customer stated that the cause of the low bg was "her body"; however, after the night basal setting was changed, the customer's bg level was better.